Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer not recognized the release from the row board. A field service engineer replaced the retractor band and reseated the bus cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer was failed to release. The customer reported that there was delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.